Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising threshold and impedance. Both were now noted to be high. The lead was reprogrammed, will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient was experiencing complete heart block. The right ventricular (rv) lead continued to exhibit variable thresholds and rising/high impedance.